Event description:
The customer contact reported unrequested bolus delivery. The pump was returned to the biomedical dept with a report of, "wouldn't stop alarming but has now stopped. Now showing 140 presses when pt is asleep." No tracking info was providing; therefore, specific pt info, pump programming, or event details were not available. There were reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The pump passed testing for delivery accuracy. During testing, the pump delivered a measured volume of 19.87ml from an expected delivery of 20ml. Delivery accuracy for this pump requires delivery of 20ml +/-1ml (+/-5%). No unrequested bolus delivery was noted throughout the testing procedures. The customer's bolus cord was not returned for testing. Based on the data verified, hospira could not attribute the issue to the pump. The pump history was downloaded at the service center. A review of the pump history indicates the pump was not in use on the reported event date of (B)(4) 2010. The most recent programming indicates on (B)(4) 2010 at 1651, the pump was programmed for bolus only delivery in mcg, with a concentration of 10mcg/ml, bolus dose 10mcg, bolus lockout 5min, no bolus limit selected, container size 870mcg. On (B)(4) 2010, between 0004 and 0914 there were 46 bolus deliveries and 114 unmet bolus demands. Between 0915 and 0919, an air in line alarm occurred, the silence key is pressed, the infusion stopped, a 9mcg partial bolus delivery is indicated and the pump was powered off. The pump delivered as programmed and maintained the bolus lockout. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).